Manufacturer narrative:
H3: product analysis found that piece of bur stuck into the handpiece. Visually, only a portion of inner assembly was returned (inner hub). There was no damage noted at the proximal end of the inner hub (seal was intact). However, the distal end of the inner hub was deformed (outside diameter of the hub). The outside diameter of the inner hub shall measure 0.330 ± 0.002 inches and measured 0.330 inches in undamaged area and up to 0.367 inches in deformed area which was out of specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the m5 handpiece had a tool stuck in it. No patient impact.